Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via web form that insulin pump had an damaged ring but that reservoir was unable to lock in place. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.